Event description:
It was reported that balloon rupture occurred. A 2.5x12mm emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 2.5x12mm emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. No patient complications were reported.